Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on his adc freestyle libre sensor compared to a reading obtained on the built-in reader. A sensor reading of 398 mg/dl was received and compared to built-in result of 45 mg/dl. No symptoms were reported, and customer stated his wife injected him with glucogen (glucagon).no further treatment was reported. There was no report of death or permanent injury associated with this event.